Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected battery out limit alarms were noted. Unit alarmed compromised force sensor system at 4.0 lbs. During prime/compromised force sensor system test due to loose/flush drive support disk. Unit passed unexpected restart error test. No unexpected restart error alarms noted. The rf board was found with corrosion per visual inspection. Unit received with cracked case at display window corners and reservoir tube. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer went swimming with the insulin pump on. Fluid was visible under the lcd display. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.